Event description:
Complainant alleged that while attempting to defibrillate a female pt in cardiac arrest, with non-zoll electrodes attached, the device failed to discharge. Complainant indicated that the clinician switched from electrodes to defibrillator paddles to continue treating the pt. Complainant indicated that there was no adverse effect on the pt due to the reported malfunction. Please reference medwatch report number 1220908-2009-00200 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.